Manufacturer narrative:
A review of the manufacturing paperwork has been conducted. The review of the manufacturing records for the device verified that the lot met all pre-release specifications.

Event description:
On (B)(6) 2011, during a procedure to treat an abdominal aortic aneurysm, the iliac artery tore. It was reported to gore that the physician implanted a gore viabahn endoprosthesis and an iliac extender component to seal the tear but was unsuccessful. Both devices were surgically removed, the iliac artery was sutured and the patient was fine.